Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analyst also noted:helix extends and retracts smoothly with no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure the lead helix would not deploy. The lead was replaced. No patient complications have been reported as a result of this event.